Event description:
It was reported that during a routine device change out, the ventricular lead was connected to the new device and no output was noted. The patient was asystolic for a few seconds. It was noted that the setscrews were for both the atrial and ventricular ports were too far into the header, impeding full lead insertion. The setscrews were retracted and the ventricular lead was inserted again and normal output and capture were confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.